Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the power supply switchers (psss) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive the da vinci products involved with this complaint to perform failure analysis. The psss were analyzed. For the first pss, the reported failure could not be replicated/confirmed. The error logs showed multiple occurrences of error 417 indicating that one of the power supplies was not active. The power supply unit was installed onto a test system, power cycled 10 times without error. System launched in normal mode. System sat idle in normal mode for 30 minutes without error. Visual inspection found no issue. The second pss was analyzed, and the reported failure could not be reproduced. However, the error/fault was confirmed via error logs/system logs. The power supply was installed onto the test system and started up normal with no error. It passed voltage/current check, running fans, idle system for 20 minutes, two hours power cycles no issue. It looked good on visual inspection. The complaint was not confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, a battery message occurred. An intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the logs which showed consistent issues on power supply (ps) #1. During the procedure, ps 2 dropped offline. The system was operating on battery at the time of the call. The customer stated that the surgeon was close to finishing the procedure and would try to hard power cycle the system after the case to return to ac power. At a later time, the customer called back and stated that after they performed the hard cycle of the system, the message was cleared. However, the customer called back a few hours later and reported issue occurred again. The tse reviewed system logs which showed that both power supply 1 and power supply 2 were both offline. The surgeon was going to work towards a stopping point and would perform another hard power cycle. The tse provided guidance on monitoring the power button to ensure it remained stable to avoid the system starting on battery again. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system was powered on prior to the case starting and it powered up normally with no issues. Isi tse was contacted during the case and instructed the customer to perform a hard reboot, which was completed without incident. The case was completed robotically without further incident. The subsequent procedure was moved to another robotic system and completed with that system.